Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2016. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's friend stated that the customer was wearing the insulin pump during hospitalization. The customer's friend reported that the insulin pump failed high pressure test. The insulin pump will be returned for analysis.